Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This report will be updated should additional information become available.

Event description:
It was reported that difficulty was experienced inducing this patient during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD). Two attempts to induce the patient were made but were unsuccessful. A 10 joule shock was delivered to test the system. Subsequently, the patient coded with pulseless electrical activity. Chest compressions were done and the device did detect a rhythm which was successfully converted. The patient was admitted to the intensive care unit following the procedure. Additional information was received indicating the patient expired approximately a week following the implant procedure. There were no allegations against device functionality.